Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called during pd treatment while in fill 4/5 and stated she received "m31 air detected in cassette" alarms. The patient stated the unused lines were clamped and no air bubbles were noted in the patient line or heater bag line. Treatment was cancelled and when the patient removed the tubing set a fluid leak was noted where the tubing set was inserted on the cycler. The patient's cycler was replaced. Additional information was requested.

Manufacturer narrative:
Plant investigation: the device was returned for investigation. The reported symptom of fluid leaking was not confirmed. The reported symptom code for "m31 air detected in cassette warning" was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges were noted in the cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. Patient sensor calibration check and mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called during pd treatment while in fill 4/5 and stated she received "m31 air detected in cassette" alarms. The patient stated the unused lines were clamped and no air bubbles were noted in the patient line or heater bag line. Treatment was cancelled and when the patient removed the tubing set a fluid leak was noted where the tubing set was inserted on the cycler. The patient's cycler was replaced. Additional information was requested.